Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Touchscreen malfunction. There was no patient involvement.

Manufacturer narrative:
MFR received date: 07 oct 2019. The manufacturer's service technician confirmed the touchscreen issue. The technician performed touchscreen calibration to address this issue. No parts were replaced to address the customer allegation. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Touchscreen malfunction. There was no patient involvement.